Event description:
A site representative, registered nurse (rn), reported that while in an ear, nose & throat (ent) procedure, the navigation system monitor was intermittently flickering. During navigation the screen flickered to a black page for a couple of seconds, then returned to the navigation page. The surgeon opted to continue the procedure and completed with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative, following-up at the site, reported that the issue could not be replicated. Two procedures were observed following the reported event, there wa no recurrence of the issue. No parts have been returned to manufacturer.